Event description:
User reported that they experienced a pump unexpectedly stop during a case. There was no patient harm. Spectrum medical considers pump stops to be reportable.

Manufacturer narrative:
Onsite inspection of the sap cable was stuck in power port 3.c there was a lot of soap scum/residue build up. Cno damage appeared present to the pins.